Manufacturer narrative:
(B)(4). This is report 2 of 4. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents was performed for potentially associated lot 12d20h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer of lupus, peritonitis, immune system not working and death in a female patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, the patient's spouse contacted (B)(6) services and reported the following information. On an unreported date, the patient began peritoneal dialysis (pd). On an unreported date, the patient had lupus and also had peritonitis. Treatment was not reported. On (B)(6) 2012, the patient died. The cause of death was thought to be the combination of the lupus and peritonitis, since the patient's immune system was not working. It was not reported if an autopsy was performed. Dianeal therapy was ongoing until the time of death. The consumer reported that the patient's condition was recovering, but then got worse. An opinion of causality was not reported for the events. On (B)(6) 2012, gpv contacted the peritoneal dialysis registered nurse (pdrn) regarding the events. The following information was reported. On an unknown in 2009, the patient began pd therapy. On (B)(6) 2012, the patient experienced cloudy peritoneal effluent and not feeling well and was taken to the hospital by emergency medical services. On the way to the hospital, the patient experienced a cardiac arrest. While at the hospital on (B)(6) 2012, it was discovered that the patient had peritonitis. Cause of peritonitis was unknown. On (B)(6) 2012, the patient died. Cause of death was cardiac arrest. It was unknown if an autopsy was performed. Pd therapy was ongoing until the time of death. The patient never recovered from the events. The pdrn stated the events were not related to dianeal therapy or to baxter devices or disposable products. The lot numbers for the dianeal solutions and baxter products in use at the time of the events were unknown.